Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device did not seem to seal the patient&#38112;tissue properly during a gastroenterostomy. Another device was used to continue the procedure. There was no bleeding or injury to the patient.

Manufacturer narrative:
(B)(4). Date of follow-up report : 08/02/2016 the incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.